Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection noted the drill bit fractured nearly perpendicular to the long axis; the drill flutes have numerous dents and deformations suggesting hard object contact, possibly during the tip removal from the nail; the distal end of the fractured shows fracture artifacts consistent with a multiple origin torsional/bending overload fracture. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Evaluation of a provided radiograph notes a broken-off, transversely oriented drill bit is present traversing the more proximal of two distal screw holes. Root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Unique identifier (UDI) # - (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a femoral fracture nailing procedure, the tip of the drill fractured inside the nail and was left in the patient. The patient was subsequently reopened and the fractured portion of the drill was retrieved. No additional patient consequences were reported.